Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) lead diagnostics revealed high impedances. The patient underwent surgical intervention on (B)(6) 2017 to remove and replace the lead. Postoperatively the patient is receiving effective stimulation.